Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) in 2008. The lens was explanted in 2009, due to low vaulting. The icl was exchanged for a longer lens. The patient's bcva is 20/16.